Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day of onset, the patient was treated with vancomycin (1 gram, intraperitoneal and stat) and meropenem injection (intravenous, 500 milligrams, twice a day) for peritonitis. Treatment was ongoing. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.